Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565-2019-00408, 0001822565-2019-00409, 0001822565-2019-00412, 0001822565-2019-00413, 0001822565-2019-00414, 0001822565-2019-00415, 0001822565-2019-00417, 0001822565-2019-00418, 0002648920-2019-00069, 0002648920-2019-00070, 0002648920-2019-00071, 0002648920-2019-00072, 0001822565-2019-00419, 0001822565-2019-00420, 0001822565-2019-00421. UDI (B)(4). Concomitant medical products: item, lot, item description: 47235801203, 61242858, proximal dorsal ulnar plate left 3 holes 77 mm length. 47235901638, 62925786, 3.5 mm locking screw with 2.7 mm head 16 mm length. 47235901638, 63114989, 3.5 mm locking screw with 2.7 mm head 16 mm length. 47235902038, 61155741, 3.5 mm locking screw with 2.7 mm head 20 mm length. 47235902238, 61244522, 3.5 mm locking screw with 2.7 mm head 22 mm length. 47235901638, 63114989, 3.5 mm locking screw with 2.7 mm head 16 mm length. 47235902038, 62975836, 3.5 mm locking screw with 2.7 mm head 20 mm length. 47235901638, 63114989, 3.5 mm locking screw with 2.7 mm head 16 mm length. 47235901838, 61117352, 3.5 mm locking screw with 2.7 mm head 18 mm length. 47234801635, 62933610, cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length. 47234802235, 62959293, cortical bone screw self-tapping hex head 3.5 mm diameter 22 mm length. 47234801435, 62230449, cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length. 47234801235, 61251340, cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length. 47234801435, 62603180, cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length. 47234801235, 62675356, cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length. 47234801835, 63098016, 3.5mm cort scr x 18mm selftap. 47235901438, 63075443, 3.5 mm locking screw with 2.7 mm head 14 mm length. Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to discomfort attributed to device corrosion in-vivo. No further information "availalbe" at the time of this reporting.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.